Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient reported she is without stimulation and is unable to recharge her ipg. She has been unable to communicate with her charging system, however her ipg can communicate with the programmer. A replacement charging system was sent to the patient which did not resolve the issue. The patient stated she recently gave birth and the issue began afterwards. The sjm representative is to meet with the patient as the next course of action.